Manufacturer narrative:
Case comment: based on the limited info provided in this report, a possible contributory role of gelfoam to the events cannot be completely excluded. This case will be reassessed when additional info becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety eval, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Report source literature description. Journal: journal of abdominal emergency medicine. Author: masatsugu yamagishi et al. Title: a case where gastrointestinal perforation was developed after interventional radiology (ivr) for lower gastrointestinal haemorrhage. Volume: 33; year: 2013; pages: 486.

Event description:
Formation of embolus and thrombus by gelfoam in rectal artery [embolism arterial]. Formation of embolus and thrombus by gelfoam in rectal artery [arterial thrombosis]. Case description: this is a literature report from the journal of abdominal emergency medicine, 2013, 33; 486 entitled 'a case where gastrointestinal perforation was developed after interventional radiology (ivr) for lower gastrointestinal haemorrhage'. A (B)(6) male pt of an unspecified ethnicity started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date for an unspecified indication. The pt's medical history and concomitant medications were not reported. On an unspecified date, formation of embolus and thrombus by gelfoam was observed in the rectal artery. Therapeutic measures taken in response to the event were unk. The action with absorbable gelatin and the outcome of the event was unk.